Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 810:11 was confirmed through the event history of the device. The 810:11 failure code is an air in line sensor alarm which may be due to the air sensor base line being too high.

Event description:
Customer reported a failure code 810:11. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.